Manufacturer narrative:
B1, b2, h1, h6: remove e2403 and f26, add e1205, f11.

Event description:
It was reported that pump displayed malfunction alarm and customer¿s blood glucose reading showed as high without a specific value. Customer experienced elevated blood glucose level, but no additional information was received regarding further impact to customer¿s blood glucose level. Customer gave correction insulin injection by pen or syringe and contacted technical support, who guided customer through pump reset, confirmed malfunction did not recur after reset, and advised that pump use could continue with instructions to call back if problem returned.